Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was irritating the patient's myocardium causing ventricular tachycardia (vt). Due to the vt the patient received 28 shocks within 7 days. The lead was repositioned which resolved the issue. The lead remains in service.